Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. Customer treated their blood glucose with the insulin pump. Customer also stated they have corrected with several boluses, but their blood glucose would not decline. It was also found the customer was feeling weak from their high blood glucose. Troubleshooting found the customer had a no delivery alarm in their alarm history. Customer reported resolving the no delivery alarm with a complete set change. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer will be shipped a tubing clamp to complete troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.